Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 405 mg/dl at the time of the incident. The customer reported that the insulin pump had a blank display. The customer stated that the insulin pumps battery was low so they attempted to replace it. The customer inserted a new battery but the screen did not return to power. The customer tried an alkaline battery and the power did not return. The customer also reported that the insulin pump had been causing high blood glucose. There were occurrences 2-3 nights in a row in which the customer would go to sleep at night then awake in the morning with an elevated blood glucose. The insert battery alarm did not display on the insulin pump screen. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to a corroded battery tube and corroded battery tube spring. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No moisture damage on the electronic assembly, motor or keypad assembly noted.